Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor detached prematurely, and customer did not have a backup device to monitor blood glucose. The customer developed symptoms of shortness of breath, heart palpitations, aches/pain, and nausea, and a blood glucose of 687 mg/dl was reported (taken from unknown device). The customer was hospitalized in the ICU for 2 days with diagnosis of diabetic ketoacidosis. Treatment of humalog insulin, lantus insulin, potassium, glucose, and magnesium were provided via IV drip. There was no report of death or permanent injury associated with this event.